Manufacturer narrative:
Section d2b: device product code corrected section d4: primary UDI corrected section d4: previously provided serial number was incorrect. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: operator of device corrected section g2: report source corrected manufacturer¿s investigation conclusion: no device issues with the centrimag blood pump were identified through this evaluation. The centrimag blood pump was not available for evaluation. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that due to a malfunction of the motor screw, the pump was not completely connected. A repair was requested.